Event description:
It was reported that non-sustained lead noise episodes were observed during interrogation. Egm revealed the events were undersensed after falling into the ventricular blanking period and led to fast event at next ventricular beat. Programming changes were made. There were no patient complications.